Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a redo atrial fibrillation procedure, the patient showed symptoms of stroke. The procedure had been completed with no adverse patient consequences and there were no alleged performance issues with any abbott devices. Post procedure in recovery, the patient showed symptoms associated with stroke, including left side weakness, asymmetrical pupils, and headache. The patient was transferred to sir charles gairdner hospital for a stroke assessment.

Event description:
Following a redo atrial fibrillation procedure, the patient showed symptoms of a stroke, however, after further review no evidence of stroke was found. The procedure was completed with no adverse patient consequences and there were no alleged performance issues with any abbott devices. Post procedure in recovery, the patient showed symptoms associated with stroke, including left side weakness, asymmetrical pupils, and headache. The patient was transferred to sir charles gairdner hospital for a stroke assessment where no evidence of a stroke was found. The patient has been discharged.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6.